Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).

Event description:
It was reported the neurostimulator was not effective for the patient because the manufacturer representative never ¿finagled enough¿ to give the device a chance. It was noted the device was replaced.

Event description:
Additional information received reported the patient did not have concerns with their device or therapy.